Manufacturer narrative:
(B)(4) - no pre-dilatation. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the IFU states, to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the lack of pre-dilatation of the lesion contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 90% stenosed proximal left main artery. The patient presented to the cath lab with chest pain. The 3.5x12 mm vision stent was implanted via direct stenting into the left main. Post-procedure, the patient expired due to cardiac reasons. There was no reported clinically significant delay during procedure. No additional information was provided.